Event description:
Low bias was observed on quality control samples for turbo intact parathyroid hormone (ipth) on an immulite 1000 instrument. Quality control level 1 and level 2 were run. The values obtained were not within acceptable range. A new set of controls from a new shipment was run again by the customer on the same immulite 1000 instrument and the values obtained were still not within acceptable range. No patient samples for turbo ipth were run on the instrument, so no patient samples were reported to the physician(s). The customer had to cancel two patient surgeries due to the low bias. There are no known reports of adverse health consequences due to the low bias observed on the quality control samples for turbo ipth.

Manufacturer narrative:
A siemens global product support (gps) specialist reviewed the customer data. Based on the data provided, the cause of the low bias observed on the quality control samples for the turbo ipth assay is unknown. Siemens is investigating the issue.